Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00596 addresses the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. The ercp procedure was performed for stent removal, cytology brushing, and re-stenting. According to the complainant, a duodenoscope was advanced into the duodenum where two stents were found, and the left-sided stent was removed with a snare over a guidewire. Cholangiography was performed above the hilar stricture, and cytology was performed with an rx cytology brush. Following the cytology, a stent was reinserted into the left side. Upon deployment of the stent, the radiopaque marker of the rx cytology brush was identified high in the left duct. The fragment was left in place. The second stent, located on the right side, was then accessed via guidewire and removed over the wire. Cholangiography of the hilar stricture was performed, and cytology brushing was performed on this side with the second rx cytology brush. Upon removal of the device, the radiopaque marker from this device was identified high in the right duct. The marker appeared to be still on the wire. Attempts were made to withdraw the guidewire with the radiopaque marker, but the marker came off the guidewire in a peripheral duct. The fragment was left in place. Following the procedure, the bristled portion of each brush was cut off and sent to pathology. Although no infection was detected, (B)(6) were prescribed to the patient. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: working length torn.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the handle in a position in which the brush should be extended; however, the brush was not present (follow-up information confirmed that the brush was intentionally cut off following the procedure). The entire length of the guidewire lumen was torn from the distal end of the guidewire channel to the distal end of the catheter, and the tear was consistent with one caused by a guidewire. During functional evaluation, the pull wire extended and retracted when the handle was actuated. The condition of the returned device was consistent with the complaint that the radiopaque marker dislodged; the complaint was confirmed. The analysis determined that the complainant did not adhere to the device removal section of the directions for use (dfu) in that the guidewire was ripped through the guidewire lumen, thus causing the radiopaque marker to detach. Therefore, the most probable root cause of this complaint is user error. A review of the device history record (DHR) found that the device met all manufacturing specifications.